Manufacturer narrative:
(B)(6).

Event description:
On aug 19aug2015 a patient (pt) contacted our affiliate in (B)(4). The following information was obtained: the pt reported to have pain os while wearing the 1-day acuvue moist contact lens (cl) that was purchased on the internet. The pt reported pain after contact lens removal. On 19aug2015 the pt reported that he/she went to an eye care professional (ecp) and was diagnosed with scleritis. It was reported that the pt was prescribed steroid eye drops (prescription name unknown). "The pt was not instructed to discontinue cl wear." The pt is to return to see the ecp for follow-up appointment on (B)(6) 2015. The pt reports that he/she still has pain os. The pt reported that he/she wore the 1-day acuvue moist lenses without issue prior to this event. It was reported that the pt "has not gotten a cl prescription since the pt got one many years ago." On 20aug2015 the pt was contacted reporting the additional information as follows: the pt uses the eye drops qid. The pain is improved, but slightly persists. The pt refused to provide the treating ecp's information and the pt also refused a medical interview. On 28aug2015 the affiliate contacted the pt and the additional information was obtained: on aug 24, 2015, the pt returned to the ecp. The pt was told that the os was getting better. The pt was advised to apply the prescription eye drops continuously. The pt was not instructed to return for follow-up. The pt feels that the os is getting better. The product has been requested for return for evaluation, but it has not yet been received. A lot history review was performed for lot # 2929290108 and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Two sealed mpk, 24 sealed blisters received. The parameters of ten lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. Device from same lot evaluated. No failure detected. Unable to confirm complaint.